Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service review: a review of the service history record indicates that the device was serviced over a year ago for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was in good condition; however, it failed testing on cannulation. It was observed that the driving shaft showed slight deformation, and so, the gauge was stuck at the front end. It was further observed that the falling out protection was turned 90° degrees, and the housing was deformed and therefore, did not pass the roundness test. After turning the falling out protection back into position there was no deformation identified. It was further determined that the k-wire could not be inserted, which was due to user error, and the housing was deformed/bent, which was due to normal wear. It was further determined that the device failed pretest for check the cannulation, check roundness of housing and check falling out protection (steel ring). The assignable root causes were determined to be due to component failure from normal wear and user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: lid device, reciprocating saw attachment device, saw blade device, (B)(6) 2020. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 1 of 3 of the same event: it was reported from (B)(6) that during a (B)(6) procedure, it was discovered that during a bone sawing, the battery handpiece/modular device had lack of power, and then the safety system activated when the device was placed under the sternum. It was further reported that when the saw device finally turned on again after several attempts of reassembly, the reciprocating saw attachment device (with the saw) became detached from the handpiece. It was reported that the first reusable saw blade did not cut, and the handpiece, attachment, and reusable saw were replaced. It was further reported that the sternotomy was incorrect ¿crooked sternotomy¿ causing the section of the sternocostal cartilages instead of the sternum. According to the reporter, the cartilage was cut following the detachment of the attachment (with the saw) of the handpiece which fell inside the patient. The reporter indicated that the consequence of the issue could have been a vital risk because of the zone with the risk of a hemorrhage. It was reported that the event resulted in a delay in surgery and an extended time of apnea imposed on the patient. However, the duration of the delay was not specified. It was further reported that knifes were used to replace the sternum as a medical intervention. There was patient involvement reported. There was patient injury and medical intervention reported as a result of this event. It was not reported whether there was prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.